Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had moisture traces on electronic assembly per visual inspection. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case on the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.